Event description:
It was reported to philips that the device had a system failure message. This was clarified by a philips field service engineer (fse) as a shock equipment malfunction message. There was no patient involvement.